Event description:
Retrograde introduction of a 6f 45cm brite tip catheter sheath introducer (csi) over a .035" canalizer hydrophilic guidewire through the left common femoral artery. Csi was brought crossover to the right common iliac artery with a 4f sos omni catheter (angiodynamics). Left iliac artery was tortuous and all the vessels were highly calcified. Dilatation of right femoral superficial artery could be done with a .018" wire and a pacific 6x40 balloon. All catheter movements in the csi had a high friction. After the intervention it was not possible to retrieve the csi. An angiogram was done and a kink around 12cm from the tip could be observed. The physician inserted the .018" guidewire and the pacific balloon again to stabilize the csi and reopen the lumen. During this maneuver the csi was punctured at around 15cm from the hemostatic valve. Finally the balloon was brought through the csi and like this everything could be retrieved without issues. The physician had an issue with the same product just one intervention before (complaint has been sent) and so he decided to give back this product as well. There was no adverse event to the patient. The product was stored according to the labeling instructions. The product will be returned for analysis.

Manufacturer narrative:
The product is available for evaluation, but has not yet been returned. Concomitant devices include 0.035" canalizer hydrophilic guidewire, 4f sos omni catheter (angiodynamics), .018" guidewire, 6x40 pacific balloon. Additional information will be submitted within 30 days from receipt. The device was stored per the instructions for use (IFU). There was no damage noted with the packaging prior to use. The device was prepped per the IFU. When the physician inserted the pacific balloon and the 0.18" guide wire to stabilize and get rid of the kink in the csi, he had to push the balloon and the wire with force. The physician assumed that at this point he perforated the csi. No further information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15354593 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15354593. The molding tip parameters were reviewed and no anomalies were found. The fpi and lpi results were reviewed and no anomalies were found. The receiving inspection records for the used coextruded cannula (part number: e7119500 and lot number: 15337792) was reviewed, and this lot was deemed acceptable.

Manufacturer narrative:
The complaint received states that during an interventional procedure the brite tip 45 cm sheath csi had withdrawal difficulty, resistance/friction in the inner lumen, the cannula was punctured/cut and the distal tip was kink/bent in the patient. The procedure involved retrograde introduction of a 6f 45 cm brite tip catheter sheath introducer (csi) over a .035" canalizer hydrophilic guidewire through the left common femoral artery. Csi was brought crossover to the right common iliac artery with a 4f sos omni catheter (angiodynamics). Left iliac artery was tortuous and all the vessels were highly calcified. Dilatation of right femoral superficial artery could be done with a .018" wire and a pacific 6x40 balloon. All catheter movements in the csi had a high friction. After the intervention it was not possible to retrieve the csi. An angiogram was done and a kink around 12 cm from the tip could be observed. The physician inserted the .018" guidewire and the pacific balloon again to stabilize the csi and reopen the lumen. During this maneuver the csi was punctured at around 15 cm from the hemostatic valve. Finally the balloon was brought through the csi and like this everything could be retrieved without issues. The physician had an issue with the same product just one intervention before (complaint has been sent) and so he decided to give back this product as well. The product was stored according to the labeling instructions. The product will be returned for analysis. The device was stored per the instructions for use (IFU). There was no damage noted with the packaging prior to use. The device was prepped per the IFU. When the physician inserted the pacific balloon and the 0.18" guide wire to stabilize and get rid of the kink in the csi, he had to push the balloon and the wire with force. The physician assumed that at this point he perforated the csi. No further information was available. There was no adverse event to the patient. One non-sterile 6f sheath introducer was received coiled inside in a plastic bag. The unit is 50.5 cm length from the hub. It presents a puncture hole at 16 cm from the hub. The cannula presents a damaged section of 16 cm that start at 3.3 cm from the hub. In the damaged section is visible that the od is decreased. No additional anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Per to (B)(4), an attempt was made to fully insert a vessel dilator 6f (lab sample) into the vessels sheath introducer and was stopped at 3.3 cm from the hub where the damaged section started. Another attempt was made to fully insert a vessel dilator and was stopped at 31 cm from the tip that is the damaged section. The outer and inner diameters of the sheath introducer were measured on several locations and were found within specification. The failure reported by the customer could not be confirmed since no kink was found, and the ID and od were into specification. However, the cannula presents a damaged section and a hole at 15 cm from hub. However,the exact cause of the damage could not be determined due to the controls in place to prevent this type of failure from leaving the facility, and the hole was produced by the physician during the procedure. Refer to manufacturing work instruction (B)(4) for controls in place. No corrective action will be taken at this time since there are no indications that the damage is related to manufacturing process. The complaints of withdrawal difficulty and kink/bent could not be confirmed; however, the punctured/cut and resistance/friction were confirmed on analysis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported and confirmed events.